Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure for a dual chamber pacemaker. During the implant of the right atrial lead, the patient had pneumothorax during the second puncture of the subclavian vein. The patient elected to implant a single chamber pacemaker for the safety of the patient. The patient was in stable condition.

Manufacturer narrative:
Correction: b2 other serious (important medical events), h1 should have been serious injury rather than a malfunction.

Manufacturer narrative:
The lead was returned due to pneumothorax. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification.